Event description:
The customer reported their ac t diff 2 instrument gave erroneous high plt results with instrument generated plt flag on 3 chemotherapy patients run in primary mode on 3 different days. Each specimen was sent to a reference lab where plt results were lower and consistent with patient history and considered correct. This report will cover the event which occurred on (B)(6) 2011. The two other events will be covered under dr 1061932-2011-00154 and 1061932-2011-00165. The erroneous result was not reported out of the laboratory; hence, patient treatment was not impacted. A review of the printouts also shows the act diff 2 gave a lower hgb result when compared to the reference results. Patient result is attached. The samples were fleshly drawn blood sample collected in edta vacutainer tubes. Controls were run before and after the incident and were within range. The instrument is currently performing within qc specifications. On (B)(4) 2011, a field service engineer (fse) replaced the following: replaced the rbc and wbc bath, lyse check valve, rbc count valve, vacuum isolation chamber (vic), pinch valve pv10, the probe, vacuum chamber 1, and tubing in all pinch valves. Reproducibility was then performed several times without further issue and the repairs were verified and instrument validated.

Manufacturer narrative:
The root cause for the high plt result is unknown; however, fse was able to resolve the issue by replacing numerous diluter parts during instrument servicing.